Event description:
This is one of three similar incidents reported by the same facility. User facility reports a cracked avf luer connector found at initiation of treatment. Due to potential for contamination the extrcorporeal circuit was discarded resulting in ebl-250cc. No pt injruy or need for medical intervention is reported. MDR is filed for blood loss only.